Event description:
The rptr indicated a possible problem in the 3.50.01 software. The hysteresis was first turned on with a dash pacer. Then, after pressing the "nominal program" button, the next screen showed a hysteresis rate of 60 ppm. After that, when inquiring the device, the hysteresis was not turned on. It was observed that the hysteresis rate was displayed only when the asterisk for selection was at that screen. It was also confirmed that the same event was observed with a relay device. No such events were found with the marathon dr or sr. The event date is unknown. A pt was not involved in this event.